Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer made a quote request for a new power pca (printed circuit assembly). There was no report of pt involvement.